Manufacturer narrative:
Further investigation of the patient sample confirmed the customer's ft3 iii and ft4 results. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This most likely caused the high ft4 and ft3 iii results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient and submitted the sample for investigation. Based on the data provided, erroneous results were identified for elecsys ft3 iii (ft3 iii) and ft4 between the customer¿s cobas 8000 e 602 module and a cobas 6000 e 601 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The customer¿s initial results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the ft4 erroneous results. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e601 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 203102 with an expiration date of 12/31/2017. The serial number for the customer's e602 analyzer is not known.